Event description:
Patient was revised to address a medial tibial plateau fracture, leading to loosening at the cement/implant interface. Competitor cement was used at the time of original implantation. Poly wear of the insert was also reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported poly wear without the polyethylene device for examination. This patient is considered morbidly obese. It is not known to what extent, if any, the patient's excessive weight may have been a factor in the reported event. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.